Event description:
It was reported that the pt did not have sufficient hearing performance with her vibrant soundbridge, due to her hearing thresholds being presumptively at the border between vibrant soundbridge and cochlear implant indication criteria. The pt was re-implanted with a cochlear implant on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.